Event description:
It was reported that during a laparoscopic appendectomy, the jaws did not open before the first stroke of the first firing after the device was inserted into the patient. The device did not clamp the patient¿s tissue when this event occurred. The cartridge was blue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one sc45a device was returned in good visual condition and with an ecr45b cartridge loaded on the device. The cartridge was received unfired and in good visual conditions. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted during the functional test. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what troubleshooting steps were attempted to open the device? No information. Did the jaws of the device eventually open? No information.